Event description:
The facility reported a colleague infusion pump which experienced failure code 812:05 during programming / setup. Device evaluation determined that this condition interrupted delivery. No patient injury or medical intervention was reported. This is involving a pump with software version (B)(4) which is categorized as a colleague 2006. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 812:05 and determined the root cause to be faulty pump head module. The pump head module assembly was replaced to repair the reported condition. The device met specification for the reported condition. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).